Event description:
A gap nail was found broken in a patient with osteogenesis imperfecta after 4 years of implantation.

Manufacturer narrative:
This case was received as a collection of clinical data and feedback rom dr. (B)(6) received in november 20. The clinical data contained the data from 26 patients. Among these patients, one experienced an implant failure requiring a revision. The initial surgery occurred in (B)(6) 2019, but the failure was 4 years later (in october 2023) when the patient suffered a bone fracture. The fracture was in the subtrochanteric area, and the patient had a proximal osteotomy that had never consolidated in that region. The patient suffered from oi type iii, was overweight (70 kg), and was ambulating on a non-union. Dr. (B)(6)also mentioned that the patient had a "very thin implant (4.8mm) for the patient's weight, but the diameter of the bone is very thin". The maximum weight for a 4.8 implant is also 40 kg. At the time of the failure, the patient was about twice that weight (70 kg). While intramedullary nails, such as the gap implant, are designed to provide structural support and distribute body load to prevent or delay fractures, this case presented challenges. The non-union in the patient's bone meant that the implant bore a significantly higher load than intended. Additionally, the patient's weight exceeded the recommended limit outlined in the instructions for use (ifus). Furthermore, oi patients often have small bone canals, limiting implant size options. In this instance, the lateral view indicated particularly thin bone, increasing the risk of implant breakage as the strength of the implant is constrained by the diameter acceptable to the bone canal. In conclusion, the gap nail behaved within normal parameters; complications arose due to inherent bone dysplasia resulting in persistent non-union and increased stress on the bone as the patient grew. Consequently, these cases are not classified as malfunctions or deficiencies of the device.